Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the clinic reports an increasing number of hi channels. Currently, four channels are reported to be hi. The clinic will continue to monitor for additional hi channels.